Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; that during the surgery on (B)(6) the plate separated from peek cage intraoperatively, following use of the awl. It was reported that the plate could not be reattached as the peek cage component of the implant was behind the anterior border of the vertebral body. In order to reattach the two components, the disc space had to be distracted open again, and the cage removed with a coacher. It was reported that the two pieces were rejoined, reattached to the implant holder and reinserted. A 14 mm screw was inserted, once inserted, the plate had moved off the cage component again, and the subsequent screw could not be inserted. The disc space had to be distracted open to retrieve the implant, which then came out in 2 pieces. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record of the zero-p va in question was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Note that we have not had a single complaint with this item so far. The function test has shown that the implant can be assembled and disassembled as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that the surgeon encountered some difficulties during insertion, which did lead to the separation as mentioned. No product fault could be detected. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.